Manufacturer narrative:
Age, weight, and ethnicity: unknown, information not provided. Date of event: unknown, not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted, hence not explanted. The device was not returned for analysis as the lens remains implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had a black fiber on it. It was observed after the implantation of the lens into the patient's operative eye. The surgeon irrigated the fiber out and proceeded to use the lens. Iol remains implanted. No further information was available.